Manufacturer narrative:
Multiple attempts were made to obtain additional information; however, no response was received from the customer. Therefore, the investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer reporting that a caster on the roll stand was broken and requested guidance on how to remove and replace it. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer that a 17 mm thin caster wrench is required to remove the caster from the base of the stand. The customer located the appropriate wrench access point and subsequently requested the part number and pricing for the replacement wrench.